Manufacturer narrative:
(B)(4). Date of initial report: 07/14/2015. Evaluation of the returned samples found them to meet specifications. No conditions were identified that would have caused or contributed to the reported event. The e7506 patient return electrodes are designed for use in traditional monopolar surgical procedures. Non-traditional procedures that utilize high current, long duty cycles, or both (for example tissue lesioning, tissue ablation, tissue vaporization, and all procedures in which conductive fluids are introduced into the surgical site) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk.

Event description:
The customer reported that during an ablation case, the maestro generator was showing "high impedance", so it would not come on to provide rf energy. They checked all connections to make sure everything was connected properly and continued to get the high impedance error. They started systematically changing the cables and catheters to see if this was the issue, but nothing they tried resolved the problem. They tried 4 different covidien grounding pads and they tried them at multiple locations on the patients back, abdomen, and thigh, and it still did not resolve the problem. They even tried using two grounding pads at the same time. The problem was not corrected. The procedure was cancelled without any patient complications. In the 300ã¢â&#43427;172;â&#59811;162;s and 400ã¢â&#43427;172;â&#59811;162;s. They tried using a chilli ablation catheter (model m0049031k20 ã¢â&#43427;172;â&#50336;lot number 17297386) with the chilli cable (model m0046810 ã¢â&#43427;172;â&#50336;lot number 17361208), but continued to get the high impedance error, so the generator would not come on to ablate. At this point, the physician decided to stop the case, so the patient did not get the procedure done and there were no patient complications. The chilli catheter was difficult to remove from the patient, due to a curve or bend in the distal portion of the catheter that occurred during the case, so this was a separate problem that occurred along with the high impedances. Still no patient complications. The tech support team was notified of the problem as well, so this could be logged for the capital complaint. Sr tested both generators monday evening with his catheter simulator, and both tested fine. They were not using a mapping system for this case, so there were no other company's components involved in this besides the grounding pads. 6/30/2015 add'l info from bsi: cardiac ablation. Patient information is not available. The patient did not get the procedure done and there were no patient complications.